Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) of 400 mg/dl with nausea, symptoms of dehydration (dizzy, lightheaded), a headache and stomach pains associated with an alleged occlusion alarm issue with the cartridge. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient received alternate shots after coming off of the pump to correct their bg levels. During troubleshooting with customer technical support (cts), it was revealed that the patient was over/under cycling the cartridge which can lead to an occlusion alarm therefore the patient did not follow the instructions for use of the cartridge. The patient reported that they received a call service 064 alarm after receiving an occlusion alarm. The patient was educated on proper cycling per instructions for use. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to use error.